Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an urgent care visit due to high blood glucose. Customer stated that she is having problems with diabetes ketoacidosis. The blood glucose reading is 379 mg/dl. Treated with manual injection. Customer is experiencing muscle aches. The blood glucose reading at the time of the event was over 200 mg/dl. The blood glucose reading spike during the night. Nothing further reported.